Event description:
It was reported the nurse observed a detachment when she came in to the patient. The patient had noticed it by himself. The patient needed a new x-ray. Delay in treatment. Fastner had detached from the tape on the statlock. The PICC line had slipped out a little. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.